Event description:
This was a vascular intervention case conducted in the or to clear a total blockage in the svc. A turbo-elite 2.0 was used, along with a 7fr sheath (manufacturer unknown) and a terumo 0.018 guidewire. As the surgeon lased through some calcified plaque in the svc, it was noted on x-ray that the tip was no longer attached to the catheter. The retrieval attempt was unsuccessful, so the tip with radio marker was left in the vessel. It was reported that this patient subsequently expired, but no information has been made available as to the date or cause of death. The sample was reported to be available, but it has not been received for engineering inspection. If the sample is received, it will be evaluated and a supplemental report filed. There were no issues or nonconformances noted during an internal lot history review. Note: the turbo-elite is indicated for use in the treatment of infrainguinal stenoses and occlusion.

Event description:
This was a vascular intervention case conducted in the operating room to clear a total blockage in the sfa. A turbo-elite 2.0 was used, along with a cordis 7fr sheath and a terumo 0.018 guidewire. As the surgeon lased through some calcified plaque in the sfa, it was noted on x-ray that the tip was no longer attached to the catheter. The retrieval attempt was unsuccessful, so the tip with radio marker was left in the vessel. It was reported that this patient subsequently expired from uremia, not related to the lead extraction. The sample was received and the evaluation confirmed the tip of the device (marker band) was missing. Significant charring was noticed where the distal band was missing. There were no issues or nonconformances noted during an internal lot history review.